Manufacturer narrative:
Death date: (B)(6) 2015. Event date: (B)(6) 2015. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina. An elective percutaneous coronary intervention (pci) was performed to treat the 90% stenosed, 2.25mm x 30mm, eccentric, diffused lesion, type c target lesion was located in the moderately tortuous mid to distal right coronary artery (rca). After pre-dilatation, a 2.25x32mm promus element plus drug-eluting stent was deployed at 12 atmospheres to treat the lesion. Following post-dilatation, residual stenosis was 0% and timi 3 flow was confirmed by visualization. An additional non-bsc stent was deployed and the procedure was completed. The following day, the patient was discharged from the hospital. In (B)(6) 2015, the patient passed away and the cause of death is unknown.